Manufacturer narrative:
H6: codes were added. One device was returned for investigation. It was reported that confirmed customers complaint during pci ¿motor test¿, the pump gave an error 41622, (error_motor_timeout). Replaced the motor, optic sensor and bracket. Reset motor odometer to 0. Upon further investigation, found that the lens was scratched. Replaced the lens, lens seal, keypad and labels. Updated software. Performed dso/uso sensor calibration. Performed pvt, unit passes all testing criteria. Service history review identified there was no indication that the complaint was related to a service of the device within the review period.

Manufacturer narrative:
B3: date of event is unknown. Investigation including root cause analysis is in progress. A supplemental MDR will be filled as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available.

Event description:
It was reported that when trying to be used, a red screen comes up with code 41622 during testing. There were no patient involvement and harm.

Manufacturer narrative:
H6: codes were added. One device was returned for investigation. It was reported that confirmed customers complaint during pci ¿motor test¿, the pump gave an error 41622, (error_motor_timeout). Replaced the motor, optic sensor and bracket. Reset motor odometer to 0. Upon further investigation, found that the lens was scratched. Replaced the lens, lens seal, keypad and labels. Updated software. Performed dso/uso sensor calibration. Performed pvt, unit passes all testing criteria. Service history review identified there was no indication that the complaint was related to a service of the device within the review period.